Manufacturer narrative:
(B)(4). The device will not be returned as it was disposed of at the time of the case. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the patient underwent a laparoscopic cholecystectomy procedure. The next day, the computed tomography (CT) scan showed free fluid in the abdomen and pelvis. The day after, the patient underwent a nuclear medicine hepatobiliary scan which confirmed a bile leak. The patient was stented endoscopically. The hospital stay was prolonged.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated the clips were applied to the cystic duct and the cystic artery. No issues were experienced with the device or the clips during the original procedure.